Manufacturer narrative:
The product was not returned. All product and batch history records are quality reviewed prior to product release. Associated products were not provided. It is unknown if qualified products were used. There are two other complaints in this lot. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported following the intraocular lens implantation in the right eye the patient had experienced blurry vision and could not see well on near vision like reading a book or phone screen. The right eye has a spot that appears on inner side of the eye. Additional information has been requested and received stating that the patient was prescribed with glasses. The power has gone up from 1.25 to 3.25 for the reading glasses which work only for a while before the eyes start to hurt. The patient could not see small print and the vision has gone from bad to worse. There are two reports associated with this file, this report is for the right eye.